Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 43 mg/dl. Reportedly, customer entered a large amount a carbohydrates, in error, and delivered a bolus. Customer addressed bg with glucose tablets, candy, and crackers. Bg increased to 74 mg/dl. Recommendation was made by tandem technical support to consult healthcare provider.